Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up for use/before the patient was in the room, the us-scope / us-probe gave no image. There was no harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: g2 - healthcare professional. The device was returned to olympus for inspection and the reported failure was no confirmed. However, significant image guide bundle breakages and a stain led to poor quality image. A definitive root cause could not be identified. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.